Event description:
Pt underwent MRI of brain on (B)(6) 2013, without incident. On (B)(6) 2013, pt returned to facility complaining of a circle burn on her chin. Pt stated it appeared on (B)(6) 2013, offered to send the pt to her physician for treatment which she refused. Philips service engineers were contacted after pt left and instructed to evaluate equipment of any malfunctions. Resonance technology inc MFR of MRI cinevision a/v system was also notified of event and asked to inspect the system.